Manufacturer narrative:
(B)(4).

Event description:
It was reported that implants were removed due to bone necrosis. Fistula, imflammation, pain and edema were reported as a result of the event. Surgery was needed to avoid bone loss. Patient will have to return to place new implants.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Three (3) full osseotite tapered implant 4 x 13mm (fnt413) were returned for investigation. Visual evaluation of the as returned products identified no malfunction but it did have signs of use and bone attached. However, the fnt413s were reported to cause fistula, inflammation, pain, and edema. The devices could not be functionally tested for the reported event/failure (medical other). Pre-existing conditions noted on the per were good health condition and low bone density (type iii). The reported devices were at tooth location 14, 15, and 16 (fdi) for approximately 4 years, 9 months. Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported products are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (fnt413) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Review completed utilizing keywords: medical other. Therefore, based on the available information, device malfunction has not occurred, and the reported event could not be verified.

Event description:
No further event information is available at the time of this report.